Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that after the customer inadvertently dropped the pump, and the touch screen was cracked and unresponsive. Customer's blood glucose was 240 mg/dl. Customer reverted to manual injections for insulin therapy.